Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the blue button on the powerseal was pressed, it did not respond. There was no response even when the main unit was removed and re-inserted. This event occurred during an unspecified procedure. The procedure was completed with a similar device. There are no reports of patient harm.

Manufacturer narrative:
E1:continuation of the facility name (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the blue button on the powerseal was pressed, it did not respond. There was no response even when the main unit was removed and re-inserted. This event occurred during an unspecified procedure. The procedure was completed with a similar device. There are no reports of patient harm.